Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address stem loosening. Update: 11/3/2015 - litigation received. Litigation alleges patient suffers from pain, discomfort, and a doi has been provided. A head and liner are now being added to address allegations of metal on metal. Update 2/8/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, alval, osteolysis, and corrosion. The alval reaction was reported to have "eaten" away 1/2 of the femur exposing the stem. The stem was revised and while removed the stem, a crack occured. The stem was noted to be ingrown, no loosening was noted. Part/lot is being updated. The complaint was updated on: 2/29/2016. Update 4/28/2016-pfs and medical records received. Pfs reported patient felt looseness, developed a-fib, swelling, numbness, shortness of breath, sweating and pain. Medical records reported alval lesion, dramatic amounts of osteolysis with femur and acetabulum, corrosion on the taper, femoral head, liner and cup, the femur was reported to have a crack after use of osteotomes to remove femoral stem and estimated blood loss of 950ml during procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added:d10,h3,h6,h6(device)- no code available is to capture surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or insert. Per procedure, these devices are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations for the stem or acetabular cup . The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.